Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was stuck. During an ablation procedure of a left ventricular tachycardia via retrograde aortic access. While advancing an intellamap orion¿ diagnostic catheter into the cavity, the basket became stuck. The catheter was not deployed. After several maneuvers, the physician was able to unblock and remove the catheter. The device was visually inspected and showed no apparent anomalies. The catheter was then reintroduced to continue the case. However, the system detected an error in the analysis of the basket deployment. The catheter was successfully removed and the procedure was completed with another of the same catheter. No patient complications were reported.